Event description:
Reporter indicated that pt was diagnosed with left vocal cord paralysis. It was reported that the pt had a history of a difficult airway prior to vns implant and that during implant surgery, an awake conscious sedation intubation using a flexible bronchoscope had to be utilized to get the endotracheal tube in proper placement after several attempts. This process reportedly took one hour. Post-implant, the pt complained of constant hoarseness and was later diagnosed with left vocal cord paralysis by an ent. The device has been programmed to off.